Event description:
It was reported the patient experienced an infection at the ipg site and was admitted to the hospital. It is unknown how the infection was treated. Infection has resolved.

Event description:
Based on information obtained, the infection has resolved.

Event description:
Based on information obtained, the patient's scs system was explanted due to infection at the ipg site.